Event description:
Customer reported that the PICC catheterization puncture site is red and swollen, ranging from about 4 cm * 4 cm, the skin temperature is slightly higher, and a small amount of pale-yellow pus is squeezed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.